Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a change in therapy effect in the last 3 months despite dose increases. The pump was checked. The expected pump volume was 3cc; the actual volume was 30 cc. This had happened at the last 2 refills. There was a motor stall and recovery noted in the event logs; this only happened once and it was noted that this would not account for that large of a reservoir volume discrepancy. The device system was used to deliver morphine 1 mg/ml at 0.16 to 0.23 mg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.